Event description:
This is the same event and the same pt reported under MDR ID #2939859-2000-00133. This is the first MDR submitted for the first suspect product. A pt was initially skin tested in 1999 and again 8 days later, with negative results. Pt received initial treatment with bovine collagen in the nasolabial folds in 2000. Pt complained of urticarial redness at the test site on right forearm on 10 mar 2000. On 13 apr 2000, pt had redness and swelling at the right nasolabial fold, and subsequently has had intermittent swelling and redness at both nasolabial folds which remains ongoing. Physician injected right nasolabial fold with intralesional kenalog approx one month later, and injected left nasolabial fold with intralesional kenalog 4 days after the first injection. Physician has prescribed nothing further, however, indicated another physician prescribed a 3 week course of oral prednisone. The physician has diagnosed hypersensitivity and delayed skin test related to the collagen.